Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely with an elective replacement indicator alert. The patient went into clinic where the device was interrogated to reveal there had been a significant battery drop over the past 7 months. The pacemaker was explanted and replaced without complication. The patient was stable.

Manufacturer narrative:
Analysis was completed. Premature battery depletion was confirmed. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware.

Event description:
Return document received indicated the pacemaker also lost wireless communication capability. The patient was stable.